Manufacturer narrative:
Ealuation summary: a threaded stud holds two halves of the stirrup boot mount together. One end of the stud is permanently attached to a clamp half and the other end has a handle. Turning the handle tightens the clamp and holds the boot in the desired location. A manufacturing error contributed to less than the required amount of engagement of the stud in the clamp half. When the user tightened the handle to lock the clamp, the force caused the threaded stud to be pulled out of the clamp. The clamp halves separated and the boot portion of the stirrup detached from the main support assembly.

Event description:
The hospital's biomed technician called the manufacturer to repair on the stirrup. He had no information on how the stirrups was broken or the name of the person who brought it to his department. The clamp assembly had separated and the boot portion of the stirrup was detached from the main support rod. There was no patient injury reported.